Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code) was confirmed. Upon investigation, the monitor was unable to install web tools due to the back-up battery being disconnected. The monitor was unable to run auto detect and treat testing due to the communication error. There is no indication that patient protection was affected. The root cause for the defective back-up battery could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.